Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Five pictures and one sample were received and evaluated. The photos and sample received show a yankauer broken into its original packaging. The reported condition was confirmed. According to the investigation, it was found that the device was not sorted correctly during manufacturing. The non conformance corresponds to the root cause of the manifold mold being dirty. A production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. Brainstorming and a fishbone analysis were performed. Cleaning of the manifold in the mold was recorded through the preventive maintenance work order. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that upon inspection, they found out that the device was damaged/broken.